Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents were reviewed and no complaint related issues were found.

Event description:
Patient was treated with vertecem cement in a vertebral augmentation procedure for an l3 tumor on (B)(6) 2013. This procedure went well, although surgeon did note that patient did not have great bone. On (B)(6) 2013 surgeon reported that patient had a cement embolism, sequential vessel to the vena cava. The patient developed anterior cord syndrome post-operatively, specific date unknown. It is reported that patient has some type of paralysis, and is not doing very well. It was also noted that the surgeon did not use synthes instrumentation for the other part of the procedure. Intra-operative fluoroscopy showed cement entering the vertebral body with no extravasation or visual issues noted. A post op CT scan confirmed the sequential vessel embolism. The surgeon believes it was caused by the cement, although it is unknown if surgeon was able to visualize the cement in the CT scan. On (B)(6) 2013, additional information from the surgeon stated that the type of injury the patient experienced was spinal cord anterior cord syndrome. The surgeon also reported that the patient has a history of lung cancer with mets to the spine. No further information is available at this time. This is 1 of 1 reports for this event.